Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 3-4. One clip (cds0602-ntr 90919u169) was implanted, reducing the mr to grade 2-3. The procedure outcome was deemed successful. On (B)(6) 2021, the patient was hospitalized for tachyarrhythmia absoluta (atrial fibrillation over 100 beats per minute). The event resolved. Per physician, the device relationship to the event was not assessable. There was no device malfunction reported. No additional information was available.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tachycardia appears to be related to the atrial fibrillation. However, a cause for the atrial fibrillation cannot be determined. Tachycardia and atrial fibrillation are listed in the instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.